Event description:
The customer alleged the 840 ventilator stopped cycling while in use with a pt. There was no pt harm or injury reported to have occurred. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the vent inop error code in memory, but could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.